Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(4), 2011. According to the complainant, during preparation for the procedure, the nurse encountered some difficulty removing the white end cap from the forceps, and afterwards it was noticed that the coil was slightly exposed between the cups and the shaft. The device was then tested and the cups would occasionally move diagonally (one cup would open and the other would remain closed). The complainant speculates that one of the pull wires may be broken. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent. Additionally, the device plastic jacket was scraped, and a gap was present between coil and clevis. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally, the device would not open properly as the bent washer tail would interfere with the device pull wires. Dimensional inspection also found the device within specifications.the condition of the returned incident device was consistent with the complaint since the returned device reflects the reported issue. Since there are controls in the manufacturing process that verify product integrity, the specific cause of the failure cannot be identified. Therefore the most probable root cause is undeterminable.(B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6), 2011. According to the complainant, during preparation for the procedure, the nurse encountered some difficulty removing the white end cap from the forceps, and afterwards it was noticed that the coil was slightly exposed between the cups and the shaft. The device was then tested and the cups would occasionally move diagonally (one cup would open and the other would remain closed). The complainant speculates that one of the pull wires may be broken. The procedure was completed with another radial jaw 4 gastropediatric single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).